Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00639.

Event description:
It was reported the surgeon compared the pectus bars and identified some have sharp/ pointy teeth. There was no patient involvement.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Functional testing and inspections could not be performed due to the product not being returned and no x-rays, scans, or physician reports being provided. The lot reported j3864168 was manufactured 8 sep 2016, while the surgeon provided part 01-3717 lot 084101 for reference, manufactured 23 may 2006. No lot number was provided for the 01-3716 bar. The print was reviewed for any engineering change request (ecrs); none were identified that affected the radius of the "teeth" or bar edges. The available lots of pectus bars in stock were pulled for evaluation. None of the lots pulled exhibited sharp teeth. The material certification for part 01-3710-05 lot j3864168 was reviewed and no discrepancies were found. Device history record (DHR) review was unable to be performed for part 01-3716 as the lot number of the device involved in the event is unknown. The complaint cannot be verified and the most likely underlying cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.